Event description:
It was reported that a tsb35 was used during an unk procedure. It was reported by the affiliate that the instrument was probably already fired when the nurse unpacked it, but was not discovered before the surgeon tried to use it. A new device was used to complete the case. There was no consequence to the pt.